Event description:
It was reported that a patient presented in clinic for follow up. Device interrogation revealed of automatic mode switch due to far r wave oversensing and egm's not being stores on implantable cardioverter defibrillator (ICD). Programming changes were performed to resolve the issue. The patient condition was stable before, during, and afterwards.